Event description:
The customer reports an oil mist coming from their unit. The customer stated, that one employee complained of nausea, which resolved by her walking out of the room. The employee did not require medication attention or treatment.

Manufacturer narrative:
.